Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for a male patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2021, was 107 mmol/l, which was questioned by the physician. The sample was repeated, on (B)(6) 2021, result was 142 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific; the customer retested the same sample the next day, using the same lot number of reagent, and got acceptable results. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c ict sample diluent, lot number 81325un21, was identified.section g1 - contact office information updated.